Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak coming from the probe rinse block. The leak was caused by the block not extending all the way to the bottom of the bsv (blood sampling valve) probe. The fse replaced the bsv module and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the probe, about 2 ml of fluid, and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, goggles, and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.